Event description:
User facility reported that the pt's ventilation pressures were noted to have increased during use of the product. Facility reported that the suction catheter could not be advance through the tube. Facility reports that the product connector was exchanged to address this issue. Once the connector was removed, it was found to be "crumpled" in appearance. No adverse consequence for the pt.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.